Manufacturer narrative:
Event/therapy date was on an unspecified date in (B)(6) 2018. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes were damaged. No further details of the damage was reported. This issue was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.